Event description:
On 04/12/2012 the johnson & johnson consumer care center sent an email with an attached letter. The email indicated that a letter was received via the johnson & johnson corporate website; the letter was date stamped as being received on 04/11/2012. The letter was dated 04/02/2012 and on letterhead from an attorney claiming to represent the pt. The letter indicated that the pt was "injured in an incident that occurred on or about (B)(6) 2012, as a result of your product acuvue oasys contact lenses." No additional info was provided. Additional info has been requested by the johnson and johnson corporate legal department but has not yet been received. This report is being submitted worst case. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are received quarterly in executive management review meetings.

Manufacturer narrative:
Device for single use or reuse. Device had not returned. No eval will be performed. No conclusions can be drawn.